Manufacturer narrative:
Phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported four (4) large volume multirate infusor leaked through the infusion regulator chamber. The issue was identified during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, four (4) photographs of the sample were provided for evaluation.  Visual inspection was performed to the photograph using the naked eye which revealed fluid inside a bag that contained the infusor sample. The photograph suggested leak have occurred. The reported condition was verified.  By the nature of the sample, no additional tests were performed. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.